Manufacturer narrative:
Vyaire file identification: (B)(4). A service technician verified the reported issue no flow coming out of the ventilator. Technician connected a known good patient circuit and ac adapter. Device failed the circuit leak test with a flow of 2.3 lpm. Powered on the device at the customer's setting, and duplicated the problem; cleaned and reseated the modules, then passed the circuit leak test at 9.3 lpm. Passed a the initial and final test, and the initial alarm volume test. Ventilator works properly.

Event description:
The customer reported there is no flow coming out of the device issue on the revel ventilator. At this time, there is no information regarding patient information associated with the reported event.